Event description:
It was reported that a novum iq large volume pump under infused vancomycin as a secondary infusion. It was programmed to infuse 500ml at the rate of 333 ml/hour. The pump showed vtbi of 0 ml when the actual volume left in bag was100 ml. This occurred during patient infusion in the neuroscience unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.